Manufacturer narrative:
(B)(4). The device was returned for analysis. The returned product consisted of a stingray lp balloon that has blood in the inflation lumen and in the balloon. The balloon, markerbands, proximal bond, shaft, and tip were microscopically examined. There are numerous shaft kinks. Microscopic examination of the balloon revealed a 9mm longitudinal tear starting at the balloon cone. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the balloon leak occurred. The target lesion was located in the left anterior descending artery. A stingray lp catheter was unpacked and it was noted that the balloon appeared misshapen. However, the device was still used and prepped correctly. Two negative inflations were performed and the device was then filled with pure contrast before the device was placed inside the patient's body. Upon inserting into the patient's body, it was noticed that the balloon was not holding the contrast and a contrast leak was noted on the balloon. The device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was normal.